Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the screw was unable to be used due to being deformed.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A 30mm bone screw was returned for evaluation. As returned, the head/hex feature is deformed. Damage is seen on the outer diameter of the head (opposing sides). Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to user error. The operator did not identified that a screw was out of the cavity during the sealing process execution and not inspected the unit prior to seal the unit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.